Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to locate the helium leak in the cart. To address the issue the stm replaced the high pressure regulator and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). The nurse heard the leak before the iabp was used on a patient. There was no patient involvement, thus no adverse event was reported.